Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii access & delivery catheter was used during an endoscopic retrograde cholangiopancreatography (ercp) with spyglass procedure performed in the biliary tree on (B)(6) 2022. During the procedure, the image of the spysope ds ii catheter was lost approximately 10-15 minutes into the procedure. The procedure was not completed due to this event. It was reported that the procedure was reschedule and completed the same day using spyglass. There were no patient complications reported as a result of this event.